Event description:
It was reported that prior to starting a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument was shown to be expired but sill had lives remaining. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Isi received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the housing was removed from the instrument and found the end-of-life indicator still displayed white and had not yet rotated to red. A review of the logs showed that the instrument had four lives remaining. Additionally, the instrument failed the electrical continuity test. The wires were found to be exposed outside of the insulation. Approximately 0.078¿ of the insulation was found missing at the location of the exposed wires. The root cause is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps (471205-17/k10211025- 0432) associated with this event has been performed. Per instrument was last used on (B)(6) 2022 on system sl0360. The device has 4 uses remaining after last use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.